Manufacturer narrative:
Updated: b5, d8, d9, h3, h4, h6, h11. Corrected: h8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken/burnt laser fiber could not be determined, however, the issue was likely the result of user handling/mishandling, causing fiber breakage and burning at the strain relief. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported by the customer: the event occurred at the end of an ureteroscopy with stone extraction procedure. The stone had just broken at time of the incident and procedure was completed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6).

Event description:
It was reported, the 200 micron tfl single use fiber broke off at the connector and emitted a flame. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.